Manufacturer narrative:
Ortho performed retain testing, return testing, batch review, complaint review by lot and master lot. All results were satisfactory. (B)(4)

Event description:
Customer reporting false negative reactions in the anti-a microwell ( forward portion) of the mts abd/rev grouping gel cards lot # 040116037-05 exp 3/3/2017 for one patient. Patient is (B)(6) male. (Diagnosis renal transplant patient in 2004). Patient had previous history of group ab, rh positive. According to customer, patient was initially tested at facility in 2015 using provue instrument and typed as group ab, rh positive (source and lot # of reagents used not provided). New sample was collected and tested on provue on (B)(6) 2016. Results from provue indicate the result of blood type was group b, rh positive, with 3+ reaction with a1-cell. Because of discrepancy in blood type,testing was repeated using tube method. Customer reporting 1+ reaction at is spin with anti-a reagent tube method. No reported concern with qc or any other patient tested in the listed lot# of gel cards. Issue started on: reported (B)(6) 2016. Frequency: 1x. Methodology used: provue/ and traditional tube. Reaction grade obtained: anti-a = negative with mts abd/rev grouping card. Customer was expecting: positive reaction with anti- a ( forward) based on the tube testing. Ortho discuss IFU with customer and limitations, step #8. Some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents. The use of the mts anti-a,b (murine monoclonal blend) card may better detect these weak antigens. Secondly, recommend customer repeat testing using manual gel method and testing with anti-a1 lectin. Customer indicated facility does not carry the mts anti-a,b gel cards. However agrees to retest in manual gel and will contact ortho with manual gel test results. Rga letter sent for sample to be sent to mts pompano beach for return testing. Return received on 11aug2016.